Event description:
The device was used during a laparoscopic appendectomy. The device did not fit properly down 512s 12mm trocar. The surgeon had to "jam it in" and "yank it out." It was too tight and would pull the trocar out. The device broke on the second firing. Surgeon may have crossed previous staple line. A new device was opened to complete the case. A loud crack was heard when the instrument was fired. No buttressing material was used. There was no consequence to the pt.